Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, "hole, non-specific."

Event description:
Healthcare professional reported "rupture". Later healthcare professional reported "deflated". Healthcare professional reported "hole, non-specific". This record is for the right side. Device was explanted and replaced.

Event description:
Healthcare professional reported "rupture". Later healthcare professional reported "deflated". Healthcare professional reported "hole, non-specific". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported events of deflation was received on august 04, 2025, with lot number 3569790. Based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: as per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.